Event description:
Writer walked into the patient's room after hearing alarming from the total artificial heart (tah). Alarm stating "system malfunction." To remedy this alarm, it stated we needed to switch to the back-up driver. Writer then switched patient to back-up companion 2 driver. Once patient was switched to the back-up driver, it was alarming "compressor malfunction," for which to remedy that alarm was to switch to the back-up driver that it was already on. Tah rep notified of event and stated we needed to put the patient back to the primary driver and turn the back-up driver off and on, and then to switch the patient back to the back-up driver. Once this was done, there were no alarms present on the back-up driver. Doctor was present in the room during this time. The patient was alert during this time.